Event description:
(B)(4) bandaids and generic brands ((B)(4) and others) flexible cloth bandaids - stick too much, impossible to remove without excessive pain, ripping of skin. Created rash that stays for days. Everyone I know is complaining about otc bandaids that are too hard to remove. Has the industry started using a new type of adhesive or reformulated it. Even the kind for sensitive skin is difficult to remove without pain, tearing and rash. My husband has a scar on his elbow from ripped skin. Soaking in water, oil, nothing seems to work to soften the adhesive. Dates of use: one week, changed daily. Diagnosis or reason for use: cover surgical incision, change daily.